Manufacturer narrative:
The mwb-991 is a class I surgical instrument.

Event description:
During the installation of the glenoid sphere of shoulder replacement device, it is reported that the reusable surgical screwdriver tip (mwb-991) sheared off in the screw head. The tip shear is described as flush with the screw head and the tip material could not be extracted from the implant. This is reported as a malfunction of the surgical instrument resulting in an unanticipated foreign body at the implant surgical site. The screwdriver tip is a 3.5mm hex design. The remainder of the instrument has been recovered and is available for analysis. No pt adverse effect has been reported. No further pt data has been released. (B)(4).